Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hemorrhoidectomy on (B)(6) 2012 and suture was used. On (B)(6) 2012, the patient developed inflammmation. The surgeon is not sure of the cause of the inflammation. Additional information to be requested.

Manufacturer narrative:
(B)(4). Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. All samples were examined for visual inspection under magnification for any visible damage to the foil and there were not observed visible damage on the packages. The packages were all in good condition.